Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large navitor loading system and a large flexnav delivery system. The patient presented with significant annular calcium and notable left ventricular outflow tract (lvot) calcium. The patient had a history of aortic stenosis, mitral stenosis, mitral regurgitation, anemia, hypertension, ejection fraction of 55 percent, and atrial fibrillation. The membranous septum length was not measured. The annular sizing of the native valve was reported as 75.8. Prior to the procedure, the physician documented that, due to the patient¿s anatomy and extent of calcification, there was a plan to perform post¿balloon aortic valvuloplasty (bav) and/or implant a pacemaker if indicated. During the procedure, pre-dilation was performed; the model and size is unknown. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail was positioned at the bottom of the non-coronary cusp. The initial implant depth on the non-coronary cusp was measured at 3 mm prior to taking out the parallax. After the parallax was removed, the depth on the left coronary cusp measured 3 mm. At approximately 80% deployment, the non-coronary cusp position moved to 0 mm and appeared constrained. The valve was successfully implanted. The final implant depth at release was reported as 0 at the non-coronary cusp and 3 at the left coronary cusp. The implanter confirmed acceptable implant depth in the lao view with stent parallax removed. The valve was believed to have expanded non-uniformly due to calcium, and non-uniform expansion was checked and mitigated with post-bav. There were no deployment or retraction difficulties. Post-implant, prior to post-bav, a mild leak was present. Post-bav was performed using a 22 mm non-abbott balloon. Following bav, assessment showed no leak and no gradient. A temporary pacemaker was used during the procedure, followed by implantation of a permanent pacemaker during the procedure while the patient remained on the table. The patient left the catheterization lab with a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay reported. The patient did not have a prolonged hospital stay for rhythm monitoring related to the event. The patient was reported to be stable post-procedure and was scheduled to be discharged home.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.